Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2021 where the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.